Manufacturer narrative:
This report is based on information provided by the complaint tracking system. The product sample was not returned to the medtronic laboratory. A picture was provided by the customer for analysis. The customer reported, they had a short study. The reported condition was not confirmed based on the picture. The investigation could not determine a cause or a probable root cause for the customer's report based on the information provided. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a short study. The technical support representative logged onto the customer¿s pc and saw that the study was 2/48hrs. A repeat procedure was scheduled. There was no patient and user injury.